Event description:
During a cataract extraction procedure, while in phaco mode, the screen went blank and the system rebooted. The unit was turned off then on again and the procedure was continued. Later in the case, the unit failed while in the irrigation/aspiration mode. The procedure was able to be completed using this unit.